Event description:
It was reported that pump charging port was loose, which made charging difficult. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no further information was obtained, and no additional action was required because customer was out of warranty and was already in process of obtaining new device.